Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient was with his health care professional and he lost consciousness. An ambulance was called, and the patient was taken to the hospital. The patient was almost unconscious, dehydrated and over acidified due to hyperglycemia (meant to be diabetic ketoacidosis). The patient was hospitalized until (B)(6) 2022. There was no documentation about the treatment administered. At an unspecified time of the event the cgm was reading 14.0 mmol/l and the blood glucose reading was 40.0 mmol/l. At the time of the report the patient was fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).